Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that during testing, prior to use, the device balloon would no inflate. No patient involvement reported. Another device was obtained for use.

Event description:
Customer complaint alleges that during testing, prior to use, the device balloon would no inflate. No patient involvement reported. Another device was obtained for use.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and yellowish stain marks were found on the interior surface of the tracheal connector and the suction catheter of the returned complaint device. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of the blue cuff deflated rapidly whereas the clear cuff pressure maintained at 25 mbar. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from the blue cuff but not from the clear cuff. The area of leakage was then observed under magnification and a cut mark was observed on the blue cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. There is 100% leak test conducted at the manufacturing f acility whereby cuff leakage would be detected prior to release. During the visual inspection, yellowish stain marks were found which indicates that the tube been used. The failure could be induced during use; although this could not be confirmed. (Con't) other remarks: a conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.